Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that he was not getting insulin, and had to change his entire set multiple times. The customer's blood glucose reading was 166 mg/dl. The customer performed troubleshooting and was able to get insulin to exit the tubing. The customer was advised that the insulin pump was working as designed and the alarm was caused by an infusion set or reservoir occlusion. The product was not replaced or returned.